Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2014-03109.

Event description:
As reported through our (B)(4) affiliate, post deployment of a 29mm sapien xt valve in a bioprosthetic mitral valve, the sapien migrated out of the mitral valve and embolized into the left ventricle. During the transfemoral mitral valve replacement procedure, the sapien xt valve was positioned as indicated on the non-edwards ¿valve-in-valve app¿ and deployed using a 2-step slow inflation process. Following inflation, the valve migrated out of the mitral valve and embolized into the ventricle. After much discussion and consideration of available options, the procedure was converted to the transapical approach. A few unsuccessful attempts were made to crush the valve and remove it from the ventricle. The decision was then made to replace the mitral valve and then continue with further intervention. A 26mm sapien xt valve was prepared and successfully inserted through the embolized 29mm valve and deployed in the bioprosthetic mitral valve. The initial valve was then crushed and removed through the apex. The patient became unstable, developing a lot of apical bleeding due to a ventricular tear. The patient was placed on cpb. Numerous attempts were made to repair the tear with patches; however, the tissue was too thin and fragile. The ventricular rupture could not be repaired and the patient expired during the procedure. It was perceived that the initial 29mm valve was the wrong size, causing the valve to be pushed out of the mitral valve.

Manufacturer narrative:
At this time, the thv is not indicated for use inside a prosthetic mitral valve, and there is no guidance in the thv training manual on usage of a sapien xt valve within a mitral valve. Testing performed by edwards documents the phenomena of high placement of the thv in a native aortic annulus, which would be relevant in the scenario of a thv in a mitral valve, as well. Inaccurate deployment (too high or too low in the mitral valve) could result in clinically significant hemodynamic compromise, implantation of a second valve, embolization of the valve, and/or may require additional intervention to secure or remove the valve. In this case, it is possible that procedural factors (oversizing of the valve) and patient factors (fragile tissue) contributed to the event. This is one of two manufacturer reports being submitted for this case.